Event description:
Related manufacturer report number: 2017865-2022-09781. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. During lead revision, it was noted that both the atrial and right ventricular (rv) leads had externalized conductors. On (B)(6) 2022, the physician elected to cap and replace the atrial lead and cap the right ventricular lead. The patient condition was stable.

Manufacturer narrative:
Correction: d6a - date of implant should have been (B)(6) 2009, it was previously not included.